Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08725 inches. The insulin pump was received with partially broken off piece at the reservoir tube lip and missing reservoir tube lip o-ring. The p-cap / reservoir locked properly during testing. Unit received with cracked case at display window corners, display window, reservoir tube window corners and battery tube threads. The insulin pump was received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label. Unit received with stripped battery cap coin slot (p).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of unknown. Customer states that the pump was not working and reservoir compartment had damage. Reservoir was not able to lock in place. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.